Manufacturer narrative:
(B)(4). The customer reported that the paddles did not make good contact. There was report of negative pt impact or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the paddles did not make good contact. There was report of negative pt impact or outcome.